Event description:
Beckman coulter, inc (bec) personnel in the customer service department found one kit of creatinine reagent leaked due a loose cap when they unpacked a shipment. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).